Event description:
It was reported that a device was used during a diagnostic laparoscopy. After insertion of the device, the surgeon placed a laparoscope and noticed bleeding in the pelvic area. Converted to an open procedure and noticed that the right iliac artery had a small laceration. Vascular surgeon repaired the artery, pt was intubated and there was a prolonged but uneventful recovery.